Event description:
Procedure: lap chole. According to the rptr: an abnormal click sound was heard during firing. The instrument could not be fired anymore and the jaws could not be closed although it could be removed through the trocar. The surgeon then asked to open another stapler to continue the procedure and no further problem was noted. A CT scan confirmed that a sulu component remained inside the pt. The component was retrieved during a subsequent procedure.